Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer's reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's pre-activshield light adjustable lens ((B)(6)) was explanted 4 years after implantation due to visual disturbances. Central haze was observed on the lens prior to explant.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the device evaluation and provide a correction. Correction to section d9. Updates to sections h3 and h6. The explanted lal fragments were returned to rxsight for evaluation. Due to the condition of the lens fragments, only a visual inspection was completed. The reported problem of a central haze could not be confirmed.